Event description:
It was reported that the customer received a replacement insulin pump. The suspend feature was not working properly. The insulin pump suspended, but it did not to remind her that it was on suspend. The insulin pump did not beep. Her blood glucose level was 300 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.